Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose as 598 mg/dl. Customer reported that the insulin pump was exposed to moisture. Customer stated that there was crack in the pump. Customer reported that the insulin pump had leak. Customer was experiencing hyperglycemia. The insulin pump will not be returned for analysis.